Event description:
The tip of the anchor inserter broke off in the pt during arthroscopic surgery. The surgeon went to an open procedure to retrieve the device. No pt injury was reported as a result of this situation. As surgical intervention was required an MDR is being filed to document the event.